Event description:
Terumo received the following reported information: the tr band had an air leak. The procedure performed was believed to be a heart cath. 18ml of air was injected into the tr band; however, approximately fifteen minutes after inflation the tr band began to lose air. It was unknown where the air was leaking from. The patient developed a hematoma; however, the size was unknown. Device was not noticeably damaged or manipulated in any way. Hemostasis was achieved by manual compression. The patient was stable and blood loss was known.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).